Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer replaced supplies and successfully resumed insulin. Customer's blood glucose level was 300-400 mg/dl.